Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's staples would not close and could not stitch the tissue. Another product was used to complete the case. There was no injury.